Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the scs system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was unable to charge the ipg and unable to communicate with the external devices. Surgical intervention may be pending to address this situation.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was obtained that the patient was also experiencing ineffective stimulation.